Event description:
Patient with temporary pacemaker post heart transplant. Pacemaker orders are atrial demand inhibited, rate 110. As per primary rn at or around 10:30pm found the pacemaker box to be completely off. The rn changed the battery however the box did not turn on. As per the rn on [redacted] the previous shift rn mentioned that the box had turned off during their shift and after changing battery it took few minutes to turn back on. Checked the patient and tele showing sinus rhythm with hr of 90, informed first call provider, contacted ICU charge rn and switched the pacemaker box to a new box. The pacemaker box will be sent to biomed and has been marked as out of order.